Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 9:15pm with a high blood glucose level of 400 mg/dl. The customer states she had chest pain, nausea, vomiting, headache, and difficulty breathing. The customer was treated for their blood glucose with a bolus. The customer did not troubleshoot the insulin pump and did not return the device for analysis.